Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that a kink was observed in the sheath assembly at 44.3 cm from femoral marker to the distal end. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter measured and the observed distance is within specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. The non-calcified and non-tortuous target lesion was located in the left anterior descending artery (lad). During percutaneous coronary intervention (pci), a 3.5x28mm non-bsc stent was deployed in the proximal lad. An opticross¿ imaging catheter was then used to view the apposing state of the deployed stent. After performing pullback, the withdrawal of the opticross¿ was attempted. However, it was noted that the guidewire exit hole of the opticross¿ catheter became stuck with the properly apposed stent. An unspecified guidewire was then advanced and the issue was resolved. The opticross¿ catheter was removed smoothly. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that an imaging catheter got stuck in the stent. The non-calcified and non-tortuous target lesion was located in the left anterior descending artery (lad). During percutaneous coronary intervention (pci), a 3.5x28mm non-bsc stent was deployed in the proximal lad. An opticross¿ imaging catheter was then used to view the apposing state of the deployed stent. After performing pullback, the withdrawal of the opticross¿ was attempted. However, it was noted that the guidewire exit hole of the opticross¿ catheter became stuck with the properly apposed stent. An unspecified guidewire was then advanced and the issue was resolved. The opticross¿ catheter was removed smoothly. No patient complications were reported and the patient's status was stable.